Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned and no photographs were provided. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: review determined that there were no other similar reported events for the lot. Conclusion: based on the information provided by the customer, they could smell the cement. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cement arrived broken inside of packaging. Outside shipping box not damaged but customer could smell the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Cement arrived broken inside of packaging. Outside shipping box not damaged but customer could smell the cement.